Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability- additional. G3: date received by manufacturer - additional. G6: follow-up number - additional. H2: if follow-up, what type - additional. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes - additional.

Event description:
It was reported that there was a wire/needle/cannula damaged or missing was reported. Product was provided for investigation. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. The probable cause could not be determined. No injury or medical intervention was reported.